Event description:
New information received notes that the patient's right ventricle lead also exhibited high capture threshold.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that auto capture was set at high output on the ventricle lead. The patient was stable and will continue to be monitored.